Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient was injured permanently and post implant the patient underwent additional surgery due to necrosis and necrosis with seroma formation. Seroma is listed as a known possible adverse reaction in the instructions-for-use. While it was alleged that the patient suffered permanent injury, with the information provided, an assessment into the allegation of permanent injury could not be made at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent a surgery to repair an incarcerated ventral hernia. A marlex mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery for wound necrosis. On (B)(6) 2015 - the patient underwent an additional surgery for an abdominal wound necrosis with seroma formation. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent a surgery to repair an incarcerated ventral hernia. A marlex mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery for wound necrosis. On (B)(6) 2015 - the patient underwent an additional surgery for an abdominal wound necrosis with seroma formation. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with incarcerated ventral hernia and scheduled for an open repair. Per the operative report details, ¿the hernia was then reduced. A large piece of marlex mesh was laid overlap the defect, and implanted¿. On (B)(6) 2015 - patient developed an abdominal wound necrosis with seroma, thereby underwent wound debridement. Attorney alleges that the patient had bowel/intestinal obstruction, emotional injuries without treatment, infection, nerve damage, pain, seroma, debridement and placement of wound vac.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient was injured permanently and post implant the patient underwent additional surgery due to necrosis and necrosis with seroma formation. Seroma is listed as a known possible adverse reaction in the instructions-for-use. While it was alleged that the patient suffered permanent injury, with the information provided, an assessment into the allegation of permanent injury could not be made at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the available information, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.